Manufacturer narrative:
The t:slim pump user guide states: during the fill tubing process, insulin delivery is stopped and must be resumed upon completion. If you select fill tubing from the load menu but do not complete the process within 3 minutes, the fill tubing alert occurs. Tap close to return to the screen you were on prior to the alert, and complete the tube filling process. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a fill tubing alert, as the load process was not completed by the customer. The customer's blood glucose level was impacted (303 mg/dl). During troubleshooting with tandem technical support, the customer was able to successfully complete the load process and resume insulin delivery.